Event description:
The device was used during a bullectomy. Reportedly, the instrument was difficult to open. The surgeon applied another device and resected the tissue at the application site. The hosp has reported no pt injury occurred.